Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 90-100% stenosed lesion was located in a moderately tortuous anterior tibial artery (ata) and accessed through a femoral artery. The 2 x 150 x 90 sterling sl balloon was initially inflated to 6 atms and ruptured at 8 atms, during second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR - updated. Eval summary attached - updated. Method codes, result codes, and conclusion codes - updated. Device evaluated by MFR: the sterling sl balloon catheter was received and when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 90-100% stenosed lesion was located in a moderately tortuous anterior tibial artery (ata) and accessed through a femoral artery. The 2 x 150 x 90 sterling sl balloon was initially inflated to 6 atms and ruptured at 8 atms, during second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).